Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye due to dysphotopsia. It was indicated that the symptoms persisted for one year. There was no delay in procedure and no medical or surgical intervention required. The procedure completed successfully using a non-johnson and johnson lens of +20.5 diopter. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown, information was requested but not available. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: in review, it was noticed that an incorrect date (feb 1, 2023) was inadvertently entered in the section "d9" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a non- johnson & johnson lens case. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half and one haptic was bent and had a detached portion. The lens was cleaned and, no issues that could cause or contribute to the complaint issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.